Event description:
Healthcare professional reported exchange for left side leaking of a silicone device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leaking" of a silicone device (rupture)

Event description:
Healthcare professional reported, exchange for left side. Leaking of a silicone device. The device has been explanted and replaced.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed, as surgical damage. As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.